Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was found out that the right atrial (ra) lead exhibited loss of capture, p-wave amplitude variation, and high impedance measurements. The ra lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events of failure to capture, p-wave amp variation and high pacing lead impedance were not confirmed. A complete lead was returned in one. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.